Event description:
It was reported that there is no function. The event timing is during surgery. There is no harm or delay reported. Due diligence is complete and there is no additional information available. Upon investigation, the interior of the pack found the batteries had leaked electrolyte inside of the pack

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - taiwan. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.